Event description:
It was reported that the at home monitoring system, for this patient showed a red blinking light. A red blinking light is an indication that there may be a potential change to the implanted device. The home monitoring system has not been fully set-up, thus the cause for red light, is not known. The patient was referred to their physician. This product remains in service. This report will be updated, should additional information be received.